Event description:
It was reported that the communicator had a red call doctor icon for this pacemaker during a patient initiated interrogation (pii). The patient stated they had health issues, such as heart rate variations, extreme fatigue, and atrial flutter. No device allegations were made. Technical services (ts) recommended performing a pii per the red call doctor icon. The patient stated that they already pressed the heart button a couple of times and did not want to press the button again. Ts referred the patient to a clinic to discuss their health concerns. The device remains in use. No adverse patient effects were reported.